Manufacturer narrative:
Findings: pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify operating currents and motor position encoder error alarm due to motor error alarms. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer also reported receiving a motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.